Event description:
It was reported that no disposable alarm was experienced. Cadd legacy pump took 3 times of removing the cassette, rubbing the tubing and tapping to get it to run. Small air bubbles noted. Patient not affected. No additional information available.